Manufacturer narrative:
B5 additional information was received. E1 added initial reporter state as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. The device was placed as a bailout following an ecp clinical trial case due to patient coding during procedure in the catheterization lab. The device was explanted without staff present and was not retained for investigation.

Event description:
It was reported that a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella cp following cardiac arrest. The patient remained critically ill on multiple vasopressors, receiving blood products and volume resuscitation, with a hypercoagulable state and renal failure. A hematoma developed at the impella access site, and the patient experienced severe bleeding from the pericardial drain, requiring eleven units of packed red blood cells and manual pressure at the groin. The device was explanted, and the procedure outcome is unknown.

Manufacturer narrative:
Hematoma/ major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Renal failure : the cause of the injury was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.